Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. Visual and tactile analysis noticed 2 separations on the catheter shaft 1 at 57cm and 1 at 69.5cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-09219. It was reported that a shaft break occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The fetch 2 catheter was inserted to perform thrombectomy and the clot aspiration was done. The fetch 2 catheter was removed and images were taken. The same fetch 2 catheter was flushed, loaded on the wire and re-inserted into the patient. The catheter was only part "way in" when the physician noticed that fetch 2 catheter "cracked" at the mid-shaft. The catheter was removed. A new fetch 2 catheter was prepared. As the physician was inserting this second fetch 2 catheter, it was noted to be broken at mid-shaft also. The catheter was removed. The aspiration portion of the procedure was aborted and the procedure was continued with ballooning and stenting the vessel. There were no patient complications reported and the patient's condition was stable.